Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr installed preventive maintenance kit, performed leak test , ran diagnostics test calibrated the screen and perform test and control functions . Also performed ovp performance test per manufacturer specifications, vela performed good. No root cause has been determined at this time since investigation is still ongoing. Any additional information received from the customer will be included in a follow-up report

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault. At this time, patient involvement is unknown with the reported event.